Event description:
Large chunk along with the cotton fibers were left inside of me- vagina [foreign body in reproductive tract], fallen apart while removing [complication of device removal], fallen apart while removing, tampax [device breakage]. Case narrative: consumer reported via email that the tampon fell apart while removing. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Large chunk along with the cotton fibers were left inside of me- vagina [foreign body in reproductive tract] , fallen apart while removing [complication of device removal] , fallen apart while removing - tampax [device breakage] . Case narrative: consumer reported via email that the tampon fell apart while removing. No serious injury was reported.